Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory (B)(6) which refers to herself. She had essure (fallopian tube occlusion insert) inserted (no details were provided). Consumer reported that immediately after insertion consumer got menopausal symptoms such as sweating at night, a lot of itch and constipation. After 3 months consumer went for control at the gynecologist. Consumer had taken the pill in the meantime and could not have these menopausal symptoms, according to the gynecologist. Consumer then stopped taking the pill and was then no longer menstruating. Consumer also reported that her stomach swelled, she could always feel the coils sitting and had pain in her legs. Consumer went back to the gynecologist, convinced that the complaints came from the nickel. Consumer managed to reduce the reaction on nickel in her own words through an adjusted diet, this reduced the swollen stomach and the menopausal symptoms. She has still decided to let remove the fallopian tubes. She knew that she was allergic to nickel, but the doctor never talked about this before insertion of essure. Gynecologist insisted it could not come through nickel, because this material was also used in medical devices for the heart. The coils and fallopian tubes were removed on (B)(6) (unspecified). No additional information was provided. Case closed. Ptc investigation result was received on 14-jul-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 16-jul-2015 for the following meddra preferred term: (B)(6). The analysis in the global safety database revealed (B)(6) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this case report ((B)(6)) refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and had a lot of complaints which came from the nickel. This event, seen as nickel allergy, is serious due to required intervention and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching. In this particular case, immediately after insertion, consumer had a lot of itch and other non-serious events. Consumer was convinced that the complaints came to nickel since she was allergic to that metal. Then, essure coils and fallopian tubes were removed. Considering the close temporal relationship and event's nature, causality with essure use cannot be excluded. As an intervention was required this case is regarded as incident. Further information cannot be requested. Technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.